Manufacturer narrative:
As the battery was allowed to completely drain and remain in that state for an extended period of time, an expected reset occurred due to battery depletion. (The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was off the pump for approximately 1 month, and when the pump was turned back on it was noted that the pump time and date had been reset. Tandem technical support guided the customer through adjusting the pump time and date. There was no reported impact to customer's blood glucose level.